Event description:
It was reported that during an unknown procedure, the stapler did not fire. Another device was pulled to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Evaluation summary: one atb45 device was returned in good visual condition and loaded with a 1/2 partially fired cartridge that was noted to have the lockout tab damaged. No functional test could be performed as the firing mechanism was noted to be damged. When disassembled, four firing trigger teeth were noted to be damaged. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device."